Manufacturer narrative:
Device was not removed. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, during an unknown procedure, the cannulated screw long thread broke while implanting. There were fragments generated from the broken device but they could not be retrieved. Xrays were performed intra-operatively. The device remains implanted. The procedure was successfully completed with a 15-minute surgical delay. Patient outcome is unknown. Concomitant device reported: 1.6mm threaded guide wire (part# 292.72, lot# unknown, quantity# 4). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: additional patient identifier: (B)(6). No product was returned; the investigation was performed based on the received medical images. Upon review of the medical images, it can be confirmed that the screw broke into two pieces at the transition from the smooth shaft to the distal threads. The cause for the damage could not be determined. A review of the device history records could not be performed due to the unknown lot number. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.